Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 10 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number (B)(6), was reviewed, and it was discovered that the event log captured the infusion complete alert. But along with that, multiple upstream occlusion and downstream occlusion soft error events were also logged in the event log. Then the test was performed on the nimbus ii plus, serial number (B)(6), where the pump flow rate accuracy was within the acceptable limit. The reported complaint was not confirmed in the event log, but it was not repeated in the performance test. The pump operates inside the specification and meets the acceptance criteria.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a nursing supervisor that the pump did not alarm and did not infuse. The reporter indicated that the pump acted like it was infusing and when the patient came into the clinic the infusion bag was full. Good faith effort for additional information on 4/21/2023 indicated the event occurred during infusion of 5fu. The volume to be infused was 4.5 with 53 minutes left and the entire bag was full. The reporter indicated there were no kinks, occlusions, or visible defects in the tubing. The reporter also noted that there was not a backup device, and the dates of service were (B)(6) 2023. The pump will be returned. Patient involved. There was no report of harm to a patient. No further details were provided.